Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure. The patient was well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.